Manufacturer narrative:
The insulin pump alarmed during the self-test, no communication with the glucose meter/lost sensor alarm due to faulty connector on remote frequency board. The insulin pump was received with normal operating currents. The insulin pump was monitored and no unexpected weak battery alarms occurred during the testing. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a rf pic failed self-test and weak battery from the insulin pump. The customer's blood glucose reading was 82 mg/dl. The customer stated that the alarm did not occur during the rewind process. The customer was advised to program a normal bolus into the air. The customer stated that he had a weak battery alarm after lost sensor. The customer declined to troubleshoot. The customer will be sent a replacement pump.